Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-jan-2026, it was reported by a sales representative via (B)(4) that an ar-7800 fibertape cerclage tensioner had a broken tension release mechanism spring. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the spring of the fibertape cerclage tensioner, reusable was broken off and had rusted. Functional testing was performed and noted that the spring did not work as required with the lever. The most likely cause of the reported failure can be attributed to wear and tear damage incurred over repeatedly cleaning processes and extended use in the field. Manufacturing date 2017.